Manufacturer narrative:
While a patient was getting off of the table, the couch roll bracket popped off the holding post. The circlip had popped off first. The patient was not injured during the event. The investigation is ongoing.

Event description:
Couch roll bracket popped off the holding post during patient removal off of the table.

Manufacturer narrative:
The root cause of the circlip coming off of the system is not known. The risk rationale and benefit risk analysis is documented in the related risk assessment. The overall risk is vbra (verify benefit risk analysis). There no patient injury and a new bracket connection and clip were installed.